Event description:
The complainant reported a 77-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed distal limb ischemia in the impella leg. A fem-fem bypass was subsequently completed to treat the ischemia. Patient support continued following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella pump product. No benchtop analysis of root cause is possible; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the limb ischemia. The failure mode will be monitored and trended.